Manufacturer narrative:
Investigation: the device history record was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the leak on the collect line as experienced by the customer. Root cause: upon detailed review of the received part, solvent can be seen at the top, inner surface of the tubing. This is an incorrect application and can have negative effects on the long-duration performance of the set. It can introduce added stress on the tubing while the centrifuge is in motion. A build up of solvent (not properly distributed) can weaken the tubing. Both of these effects can make a tear in the tube more likely to occur. Correction: manufacturing staff were made aware of this incident and retrained to the appropriate procedures.

Event description:
The customer reported that during a mononuclear cell (mnc) collection procedure, they received an 'inlet leak' alarm. The operator noted a blood spill inside the centrifuge and a leak close to the lower hex on the loop. Per the customer, approximately 12 liters were collected and they were able to use the product for a patient. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: per the customer, the disposable set was installed correctly. An optia set was received for investigation. Upon visual inspection of the set the following observations were noted: the upper and lower bearings had witness marks to suggest correct loading by the customer, a small 1mm hole was noted at the top of the collect line adjacent to the lower hex (leak was verified from this point under pressurized air)-glue was present on the collect line to the top of the hex sleeve. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer.